Manufacturer narrative:
It was reported that operating room table d-860 w-10122 allegedly unlocked multiple times during surgery with patient on table. A stryker field service technician(sfst) went onsite to perform cycle testing and visually inspect the table. The sfst ran a report of the error logs, which showed that the floor lock button on the hand pendant, experienced a fault back in january, but nothing was reported at that time. There were no repeat errors in the log since the (B)(6) instance. Stryker is requesting from the customer the hand pendant be returned to the manufacturer for further investigation. There were no injuries or adverse consequences reported.

Event description:
It was reported that operating room table d-860 w-10122 allegedly unlocked multiple times during surgery with patient on table. There were no injuries or adverse consequences reported.

Manufacturer narrative:
A CAPA was initiated to further investigate the reported event of the reported unintended movement. Through investigation, the tables were found to meet design specifications. Within the CAPA there are multiple potential root causes which may have attributed to this complaint. As a result, each potential root cause was assessed and action have been taken to prevent future occurrences as related. Also through investigation, along with multiple consultations with physicians, it was determined that the risks involved with this event has a limited severity and a negligible occurrence of harm associated with it. No injuries have been reported as a result of unintended movement of the surgical table and it is unlikely that any injuries would result if this event were to reoccur.

Event description:
It was reported that or table d-860 w-10122 allegedly unlocked multiple times during surgery with patient on table. There were no injuries or adverse consequences reported.